Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they attempted to lower the settings in group c program 1, a settings not available message displayed. Pt confirmed that their ins and controller were charged. Currently, pt was in group c. Agent had pt try to switch group (a & b) but the issue remained unresolved. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2026: additional information was received from a patient and a manufacturer representative (rep). The patient reported that a rep made modifications to their device and the device was hardly working. Patient was also dealing with another rep. Agent redirected patient to their healthcare provider (hcp). Patient was mentioning their back pain and that their representative had been working with them for a couple weeks but the reprogramming wasn't really working. Representative made an appointment with the patient at the hcp's office in feb. The rep reported that the patient is complaining of more pain. Representative said they met with patient to reprogram. Rep noted that patient had impedance issues. Representative met with another representative, last week and representative checked impedance and there were no impedances. Representative read patient's implant battery today and the report showed stimulation usage: all the gray dots were at 0. Representative didn't confirm if therapy was on at that time. Agent suggested that representative check with patient's controller to confirm the date and time on the controller is correct. Agent also suggested that patient ch eck impedance in different body positions to see if the issue is positional. Representative mentioned that patient said the recharging doesn't go past 90% or something. The issue was not resolved through troubleshooting. 2026-mar-02: additional information was received from a manufacturer representative (rep). The rep reported that when they try to pull the report, they are still not getting anything, and the date on the controller was set to (B)(6) 2011. Rep also stated the patient wants to have the battery replaced and the doctor is in agreement. The patient plans to meet with the rep again in a few weeks to look at the stimulation usage. They do have therapy on now and are set to paresthesia. Agent walked rep through turning the audio back on, as the patient wanted to hear when the stimulator was done charging. Rep checked impedances while on the call and stated there was an impedance on electrode 8. Patient stated it takes a little over an hour to charge and agent confirmed this is normal. Rep plans to look at the recharge diary when they meet again. The patient's ins was at 90% charge level today.

Manufacturer narrative:
Continuation of d10: product ID a710 product type software product ID 97745 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the impedance issue was unknown. Per the tech services agent, positional impedances could be the cause of the issue. The impedances were low. Hcp will contact patient to move forward with ins replacement if appropriate. It was unknown if the issue resolved. The cause of the charge not going past 90% was not determined. It is suspected the volume was turned down, so the patient could not hear the notification when full charge was achieved, so we turned the volume up. The cause of the rep not being able to get anything when trying to pull the report was that the date on the patient's remote (programmer) was set to (B)(6) 2011.